Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was scratches on screen and it hard to read. The customer¿s blood glucose level was unknown. Customer stated that unexpectedly blood glucose meter was no longer sending sugars to insulin pump. Customer also stated that puppy chewed the insulin pump near reservoir and they must tape the reservoir in for security. The insulin pump will not be returned for analysis.